Manufacturer narrative:
(B) (4). Bone resportion. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. The device was not returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Evaluation of radiographs taken at an unk time post-op show that l2 is slightly wedged and has very dense radiopaque material within the body. L3 is minimally wedged superiorly. These films show pedicle screws and posterior rods l3-5 with interbody spacers at l3-4 and l4-5. The spacers at both levels have settled into the endplates causing indentation of the superior endplate of l4, inferior endplate of l4 and superior endplate of l5. There is a small slip of l3 on l4 and bigger forward slip of l4 on l5. At l5-s1, endplate dissolution is seen in both adjacent endplates to at least a moderate degree, perhaps more. No spacer is identified within the l5-s1 disc space.

Event description:
It was reported that the pt underwent a fusion procedure at l5-s1 where rhbmp-2/acs was used. Six days post-op, the pt presented to the ER with fever, right calf pain, and back pain and was admitted overnight.